Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "implant flip both were also ruptured."

Event description:
Patient reported "had a protrusion, so I had to visit with the surgeon who told me that my implant just shifted, but was no big deal. About 9 month after I started experiencing sharp pains, a nodule under my left arm and ended up visiting my obgyn who performed an ultrasound, and other imaging and determined that my implant had flipped. Not only did my implant flip both were also ruptured." Healthcare provider confirmed rupture. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify crease sharp, stress mark. Based on the device analysis the final assessment is: a crease sharp in the anterior side assessed as fold flaw opening.

Event description:
Patient reported "had a protrusion, so I had to visit with the surgeon who told me that my implant just shifted, but was no big deal. About 9 month after I started experiencing sharp pains, a nodule under my left arm and ended up visiting my obgyn who performed an ultrasound, and other imaging and determined that my implant had flipped. Not only did my implant flip both were also ruptured." Healthcare provider confirmed rupture. This record is for the right side. The device has been explanted.